Manufacturer narrative:
Product analysis: the measurement issue could not be confirmed. The analyzer passed all functional and system tests. The analyzer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was incorrectly measuring the patient's r-wave amplitude, during device implant procedure. An alternate analyzer was used to complete the procedure. The analyzer was returned for service. No patient complications have been reported as a result of this event.